Event description:
The pt became entangled in the bed blankets while attempting to exit the left side of the bed. This caused the pt to fall hitting their face and head. According to the info obtained from the customer the pt expired 36 hours later due to complications from the fall.